Event description:
It was reported that there was a loss of therapeutic effect. The patient rarely felt stimulation, the stimulation stopped working about a month prior to the report. She charged her implant and even changed batteries. She had tried stimulation adjustment, as well. When she felt stimulation, it was in her right leg, and the bottom of her back, and sometimes in her other leg, too. If the setting was at maximum, then she would feel it in the other leg, too. It was stated that "the stimulation was the same as prior to the intermittent stimulation." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 355029, lot# n070937, implanted: 2006-(B)(6), product type accessory. Product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 377760, lot# v013042, implanted: 2006-(B)(6), product type lead, product ID 748925, serial# (B)(4), implanted: 2003-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported the patient received assistance from the physician or manufacturer representative and their concerns were resolved at an appointment on (B)(6) 2014 at 2:30pm.